Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On 10-feb-2018 it was reported that the patient told the doctor the pump didn¿t work. No other details were given. Per the doctor, the patient was unhappy with their other doctor and the therapy didn¿t work. The patient wanted the products explanted intact to have a third party analyze them. The devices were explanted on (B)(6) 2018. There were no known environmental, external, or patient factors that may have led or contributed to the issue. There were no known diagnostics and/or troubleshooting performed. The issue was resolved at the time of the report. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the dates of injury was (B)(6) 2017 to the present.